Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg.

Event description:
(B)(6).

Event description:
User reported false positive result. Unspecified additional tests were negative.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg. Corrected data: part b4: date of report changed. Part b5: event descriptio changed from "c1583" to "user reported false positive result. Unspecified additional tests were negative." Part g1: contact name changed to (B)(6).

Event description:
User reported false positive result. Unspecified additional tests were negative.